Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4965-25 lead implanted: 1998 (B)(6); product ID 4058m45 lead implanted: 1993 (B)(6); product ID 4058m45 lead implanted: 1993 (B)(6). (B)(4).

Event description:
It was reported that the epicardial leads had intermittent loss of capture. The leads were capped and replaced. No patient complications have been reported as a result of this event.